Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that after an intraocular lens (iol) was implanted, the patient observed blurred vision and letters looked like they had a shadow on them. The lens was exchanged for another lens approximately 6 weeks after the initial implantation. Additional information was requested.